Event description:
An hcp later reported that there were no physical changes with the patient. The pump stopped because, the programmer was turned off due to low battery while they were in the process of updating the pump. The pump had then been updated with a programmer with good batteries.

Event description:
It was reported that the health care provider (hcp) was refilling a patient¿s pump and increasing the dose from 72>75. The hcp was performing the update telemetry when the screen went blank on the programmer. Reportedly, the issue with power up, when the programmer was turned back on and all of the patient¿s information was gone. The hcp used a second programmer and interrogated the pump. The attention dialog box indicated that the pump had been stopped for roughly 20 minutes. The rx tab noted the pump was in stopped pump mode. The hcp programmed the pump back to the normal infusion mode and updated the pump successfully. Reportedly, the cause of the issue was due to the batteries in the physician programmer. No patient symptoms were reported. This device system delivered lioresal. The patient¿s current status of receiving effective therapy was requested but this was report as ¿na.¿ should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8583 lot# n299485, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).